Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va086fc, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer had no stimulation and she felt zapping in her butt. The therapy was confirmed to be on. Decreasing the amplitude eliminated the uncomfortable stimulation. The patient increased stim in order to help in controlling her symptoms. She was on program 2 at 2.2v. She increased it to 2.2v and that was when zapping started. Stim was decreased to 2.0 and she was comfortable. Troubleshooting resolved the issue. The patient planned to leave it on the current setting to track her symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, the event will be updated.